Manufacturer narrative:
The device was returned to the manufacturer for repair. The service records indicates that the device is 12 years old and was last serviced in 2010, for a non-related issue. The inspection found only that the device was out of specification at the '0' non graft position and by only 0.001 at the '10 depth position. The event detail from the customer indicated "taking skin too thick." The user depth setting was not available. It is unlikely the issue was due to the device being out of calibration at the settings indicated during the inspection. The investigation did not determine the cause of the reported incident. The zimmer air dermatome instruction manual provides instructions for device inspection prior to operating, and for cutting the graft. While these instructions for cutting the graft are detailed, the result relies on user technique to produce the desired graft. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was taking skin too thick. Additional information rec'd through clinical f/u with the hospital on (B)(6) 2011 indicated that the unit was involved in an incident that caused a deep laceration. The laceration required sub-q suture repair.